Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation and investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
There were no photos attached to complaint. Product is "unknown" cl. Forwarded message: subject: re: syringe discoloration. To whom it may concern: I had received these discolored syringes for my refill for an injectable medication that I must take. The syringes that I been previously for over a year were clear with no discoloration at all. I returned them to my pharmacy and he said that they didn¿t receive any type of recall for these syringes. Enclosed is a picture of product information that was on the box of these discolored syringes. Please let me know why there¿s a discoloration now when the previous syringes that I¿ ve been using for about a year and a half were completely clear.